Event description:
It was reported by a customer complaint that the cannula of the infusion set became detached from the base and remained within the body at the insertion site. The report stated that the patient performed a site change. When the site was removed, it was noted that the cannula was shorter. It could not be seen coming out of the skin nor was it in any way attached to the plastic base. The patient sought medical attention from their physician who prescribed a topical medication.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.